Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken spatula tip. Approximately 0.070" x 0.110" was broken off and was not returned. This failure is typically associated with mishandling/misuse. An additional finding not reported by the site was also identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.054 - 0.223 in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke off a permanent cautery spatula instrument and fell inside the patient's anatomy. The fragment was retrieved and the procedure was completed. Additional information was obtained from the robotics coordinator. The fragment was thrown away and will not be returned for analysis. The assistant removed the fragment with a grasper instrument. No post-operative tests were performed to verify if all the fragments were removed. The instrument broke when the surgeon was dissecting. She was not certain if the instrument collided with another instrument or with a hard object. The patient had not returned post-procedure due to complications.